Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction electrode belt sn (B)(4) has not yet returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor 6/12/2013, electrode belt 10/17/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in a nursing facility and was not conscious prior to passing. Review of the patient's download data revealed that prior to passing, the patient received two inappropriate treatments from the lifevest. The patient received the first treatment at 5:34:53 pm. The patient's rhythm at the time of the treatment and post-shock was asystole. The patient received the second treatment at 5:35:19 pm. The patient's rhythm at the time of the treatment was asystole, and the patient's rhythm after the treatment was asystole with CPR and motion artifact. Oversensing of low amplitude cardiac signal contributed to the false detections. The response buttons were pressed after the treatments were delivered. The response buttons functioned appropriately. Nursing staff reportedly attempted to resuscitate the patient, and ems was called, however the patient passed away at the nursing facility.